Event description:
It was reported that the patient presented in clinic for left ventricular (lv) lead revision. It was previously noted that the lv lead exhibited loss of capture. During lv lead revision, the lv lead broke at the suture. The proximal portion of the lv lead was explanted and the distal portion of the lv lead was left implanted. A new replacement lv lead was implanted as well. Patient condition was stable.